Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time.

Event description:
The physician put the capio suture in the sacrospinous ligament and the needle came off and was left inside the patient. An x-ray was performed and the needle can be seen but could not be retrieved. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history record of batch number 74a1502088 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Manufactured date: 01/26/2015, expiration date: 01/26/2020. A failure mode duplication could not be conducted at this time, due to the complaint stating that an interaction with capio device, which is a device from customer (boston scientific) and not from teleflex plant. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
The physician put the capio suture in the sacrospinous ligament and the needle came off and was left inside the patient. An x-ray was performed and the needle can be seen but could not be retrieved. The patient's condition was reported as unknown.